Event description:
It was reported that pt fell off a garden tractor and fractured pt's right femur. The femur was subsequently fixated using a zms femoral nail and screws. Post-op pt did well until july 2000 when pt complained "something felt loose in pt's leg." Pt saw pt's physician and x-rays revealed the nail and associated screws had fractured. As a result, in september of 2000, the nail and screws were removed and a new zms nail and screws were implanted. The pt did well post-operatively.